Manufacturer narrative:
Imdrf device code a150101 captures the reportable event of stent failure to expand. : a wallflex biliary covered stent and delivery system were received for analysis. The stent was fully deployed and expanded. Visual inspection found the outer sheath kinked. No other problems were noted with the stent and delivery system. Product analysis did not confirm the reported event of stent failure to expand. It is possible that the observed event of outer sheath kinked was due to procedural factors such as an excess force or the manner the device was handle and manipulated. Excessive manipulation of the device without enough care could have likely caused the observed event. There is no indication of the reported event of stent failure to expand because the stent was received fully deployed and expanded. Therefore, a review and analysis of all available information indicated the most probable cause is no problem detected.

Event description:
It was reported to boston scientific corporation that a wallflex biliary covered stent was to be implanted in the bile duct to treat a malignant stricture during a stent placement procedure performed on (B)(6) 2024. The patient's anatomy was tortuous and was dilated prior to stent placement. During the procedure, the stent was unable to fully expand. Consequently, the stent's position was adjusted but it was stuck and could not be moved. The stent was removed with a foreign body forceps and another wallflex biliary stent was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a150101 captures the reportable event of stent failure to expand.

Event description:
It was reported to boston scientific corporation that a wallflex biliary covered stent was to be implanted in the bile duct to treat a malignant stricture during a stent placement procedure performed on (B)(6) 2024. The patient's anatomy was tortuous and was dilated prior to stent placement. During the procedure, the stent was unable to fully expand. Consequently, the stent's position was adjusted but it was stuck and could not be moved. The stent was removed with a foreign body forceps and another wallflex biliary stent was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.